Event description:
The service report shows that while testing the device after a hardware upgrade, the nellcor puritan bennett customer support engineer discovered that the audio alarm became disabled when the alarm volume was turned counterclockwise (the volume should be turned down but not off.) The engineer inspected the device and recommended to the customer to replace the auxiliary harness. The customer replaced the harness and the unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this reprot.